Event description:
Country of complaint: (B)(6). Detached between the needle and the thread at the movement of the point (in x) during an episiotomy suture. Impossible to find the needle in the tissue. The needle was located by radiography. Surgery was planned and performed to remove the needle.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.